Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of diverticulitis, colitis and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced diverticulitis and colitis. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was not reported. Treatment rendered for the events was not reported. On an unreported date in 2012, the patient recovered from the peritonitis. The outcome for the events of diverticulitis and colitis was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd888503 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.